Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized after they "blacked out". The customer did not know what their blood glucose values were. Reportedly, the customer has a stage 4 kidney disease and was not sure if the event was related to the pump, diabetes or their disease. Multiple attempts were made to follow up with the customer to gather more information; however, no additional information was provided.